Event description:
It was reported that the device locked-up. There was no pt involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the device lock up. Physio replaced the system/memory pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.